Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion set and reservoir connection (p-cap). Customer was changing the infusion set yesterday and stated that the p-cap had been very tight. Customer struggled to get insulin to move from the reservoir to the tubing at first. Customer had continued to use the set and noticed a couple of hours later that the tubing seemed empty. Customer changed the infusion set and reservoir and everything seemed to be okay. Customer stated that the reservoir had been full. Customer has reported that she has had issues with air bubbles before. Customer has not kept the infusion set and reservoir and was unable to return them for analysis. Customer will call back upon the next set change to perform the high pressure test and troubleshoot the no delivery alarm.